Event description:
Parent reports no disposable, clamp tubing alarm today with cadd legacy pump, reports cadd cassette reservoir volume 26 ml at time of alarm. No cadd cassette lot number or expiration date available. Cassette and pump changed. No further details provided.